Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm troubleshot the iabp unit and observed the reported issue and traced the issue to the video drive cable to display. The stm cleaned and reseated the video drive cable which corrected the display failure. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during power up, the monitor for the cs300 intra-aortic balloon pump (iabp) was "out." It was later clarified that there was no display and there was ghosting on screen. There was no patient involved and no adverse event was reported.

Event description:
It was reported that during power up, the monitor for the cs300 intra-aortic balloon pump (iabp) was "out." It was later clarified that there was no display and there was ghosting on screen. There was no patient involved and no adverse event was reported.